Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgical technician reported a patient with an unexpected outcome following intraocular lens implant with intraoperative aberrometry of the right eye. The site reported the lens was not working for the patient and they explanted it approximately six weeks later.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. Based on assessment, the product met specifications at the time of release. The root cause of the reported event is unable to be determined conclusively, however, it is unrelated to device functionality. The manufacturer internal reference number is: (B)(4).